Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and the helix clogged with blood and tissue.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. It was suspected that the rv lead was dislodged, but fluoroscopy was performed to confirm that it was not. The rv lead was attempted to be repositioned but failed due to tissue being stuck in the helix and failing to be extended. The rv lead was explanted and replaced. The patient was stable throughout.